Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 28 synergy ii drug-eluting stent was selected to treat the lesion. However, during the procedure, it was noted that the hypotube fractured completely 2cm proximal to the 100cm catheter marker. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a hypotube break at 418 mm distal from the distal end of strain relief. This type of damage most likely occurred due to forces that were applied on the delivery system.. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 28 synergy ii drug-eluting stent was selected to treat the lesion. However, during the procedure, it was noted that the hypotube fractured completely 2cm proximal to the 100cm catheter marker. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.